Event description:
Patient received a prodisc l device on (B)(6) 2009 due to degenerative disc disease at l4-5. It was found that the poly had displaced anteriorly. The pdl was removed on (B)(6) 2023 and the patient converted to an alif. Pre-removal imaging was provided.

Manufacturer narrative:
It was reported that a patient received a prodisc l device on (B)(6) 2009 due to degenerative disc disease at l4-5. It was found that the poly had displaced anteriorly. The pdl was removed on (B)(6) 2023 and the patient converted to an alif. Pre-removal imaging was provided. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazard associated with this complaint is identified and mitigated to a level where the benefits outweigh the risks. Device evaluation will be completed by exponent under pdl-rd-0011 using their standard pdl evaluation procedure. It was confirmed that a revision took place due to poly inlay expulsion. No other anomalies associated with the complaint were found during the investigation. This submission is 3 of 3 devices involved in this event.